Manufacturer narrative:
The reported event of noise was not confirmed. As received, a complete lead was returned for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies.

Event description:
It was reported a patient's atrial lead presented with noise. The lead was explanted and replaced in a procedure on (B)(6) 2023. Post-procedure the patient was stable.